Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain and abnormal heavy bleeding (seen as genital haemorrhage), which are serious events due to medical significance and also are anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, consumer reported lower abdominal pain and genital haemorrhage following the implant and after approximately three years and a half of essure's insertion the consumer underwent a partial hysterectomy. It is known that pain and bleeding of varying intensity and length of time may occur and persist following essure placement, considering the events' nature, causality between both events and essure cannot be excluded. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure (batch no. 882186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin since (B)(6) 2015. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), flank pain ("severe right flank pain"), vaginal discharge ("irregular vaginal discharge"), mood swings ("mood swings") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, 3 years 7 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("constant pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, dyspareunia, back pain, flank pain, alopecia, mood swings and vaginal haemorrhage had resolved and the genital haemorrhage, pain, pelvic discomfort, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, menorrhagia, mood swings, pain, pelvic discomfort, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from physician, who referred her for removal of the essure devices. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant drug was added. Updated suspect drug indication. Events mood swings and vaginal bleeding were added. Outcome of the events severe lower abdominal pain, severe back pain, severe right flank pain, prolonged menses, pain during intercourse, hair loss were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On (B)(6) 2015, 1329 days after starting essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), pain ("constant pain"), back pain ("severe back pain"), flank pain ("severe right flank pain"), discomfort ("discomfort"), vaginal discharge ("irregular vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2015, partial hysterectomy). Essure was withdrawn. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pain, back pain, flank pain, discomfort, vaginal discharge, alopecia and procedural pain was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pain, back pain, flank pain, discomfort, vaginal discharge, alopecia and procedural pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from physician, who referred her for removal of the essure devices. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain and abnormal heavy bleeding (seen as genital haemorrhage), which are serious events due to medical significance and also are anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, consumer reported lower abdominal pain and genital haemorrhage following the implant and after approximately three years and a half of essure's insertion the consumer underwent a partial hysterectomy. It is known that pain and bleeding of varying intensity and length of time may occur and persist following essure placement, considering the events' nature, causality between both events and essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure (batch no. 882186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eye operation and cyst removal. Concurrent conditions included adenomyosis, endometriosis of pelvic peritoneum and menses irregular. Concomitant products included biotin since (B)(6), 2015. On (B)(6), 2011, the patient had essure inserted. In (B)(6), 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), flank pain ("severe right flank pain"), vaginal discharge ("irregular vaginal discharge"), mood swings ("mood swings") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6), 2012, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6), 2015, the patient experienced alopecia ("hair loss"). On (B)(6), 2015, 3 years 7 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("constant pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6), 2015. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, dyspareunia, back pain, flank pain, alopecia, mood swings and vaginal haemorrhage had resolved and the genital haemorrhage, pain, pelvic discomfort, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, menorrhagia, mood swings, pain, pelvic discomfort, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from physician, who referred her for removal of the essure devices. Since having the surgery, her symptoms are mostly resolved. The scope was then loaded with the essure implant which was then placed into the right tube and deployed with 5 coils showing. The same procedure was carried out on the left side with 8 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6), 2012: full occlusion of fallopian tubes on (B)(6), 2015 should essure hysteroscopic sterilization. Concerning the injuries reported in this case, the following one/ones were confirm in patent¿s medical records: genital bleeding, menorrhagia, alopecia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.